Event description:
It was reported that the device was used during a transvaginal hysterectomy. The device was used and there was post operative bleeding. Patient brought back in and the area was sutured to control the bleeding. The patient is doing well at this time. The device was discarded.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.